Manufacturer narrative:
Explant was reported due to structural valve deterioration. The investigation found that leaflets 2 and 3 were torn at stent post 1. No acute inflammation, significant calcifications, or stent deformations were present. Drying artefacts were found on the edges of all three leaflets. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation demonstrated mild degenerative changes to the collagen at one of the tear sites, including a denatured appearance to the collagen, which could have contributed to the formation of the tear.

Manufacturer narrative:
Correction: explant was reported due to structural valve deterioration. The investigation found that leaflets 2 and 3 were torn at stent post 3. No acute inflammation, significant calcifications, or stent deformations were present. Drying artefacts were found on the edges of all three leaflets. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation demonstrated mild degenerative changes to the collagen at one of the tear sites, including a denatured appearance to the collagen, which could have contributed to the formation of the tear.

Event description:
On (B)(6) 2017, a 21mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to structural valve deterioration. Upon explant, it was noted that the leaflets has become thin and weak and were no longer working properly. A leaflet tear was reported on the left coronary cusp (lcc and non coronary cusp (ncc). The valve was replaced with a edwards inspiris resilia valve. The patient has a history of atrial fibrillation. The patient was reported to be in stable condition.